Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients' incision popped open. The patient was taken to the operating room to irrigate the incision and closed the wound. The patient was doing well post operatively.

Event description:
It was reported that patients' incision popped open. The patient was taken to the operating room to irrigate the incision and closed the wound. The patient was doing well post operatively. Additional information was received that patients stitch came open at the ipg site. There was drainage found at the pocket site. There was no sign of infection was found.